Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the returned device was connected to the tactisys unit, with no error messages noted. The device met specifications during temperature testing. However, multiple short circuits were detected during electrical testing. Fluid was noted outside of the irrigation tubing but within the tygon tubing proximal to the catheter handle and the device did not meet specifications during an irrigation leak test. In addition, dried saline was noted within the connector plug, consistent with the short circuits detected. Further testing revealed a gap in the adhesive between the irrigation tube and the proximal tube inside the luer lock, allowing fluid to flow outside of the irrigation tubing and into the proximal tubing towards the optical and electrical connectors, consistent with the dried saline noted within connector plug and the failed irrigation leak test.

Event description:
This report is to advise of an event observed during analysis confirming an irrigation leak and short circuit of the catheter.